Event description:
It was reported that a user paired a new dexcom g6 continuous glucose monitor (cgm) transmitter with their phone, but it was not pairing with the ilet bionic pancreas; support guided the user to repair the sensor and to wait for the transmitter to complete pairing. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of cgm data on the pump without adverse clinical effects, hospitalization, or emergency care. User support included remote troubleshooting and education on correct pairing workflow. Investigation of this case revealed an initial pairing configuration issue consistent with incorrect or incomplete pairing steps between the g6 transmitter and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and improper pairing procedure.